Event description:
It was reported that coil protrusion occurred. A 10mm x 40cm interlock-35 was selected for use in an internal iliac artery embolization. During the procedure, the coil could not be deployed after being pushed out. The coil was retracted and deployed again. After several attempts, the coil was stuck in a single bend. The coil was removed together with the 5f catheter. Furthermore, when the coil was removed from the patient's body, it was noted that the front part of the coil protruded from the tip of the microcatheter. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the main coil, the introducer sheath and the delivery wire were returned. It was observed that the main coil was bent and stretched at the coil arm and primary coil section, moreover the arm coil was detached. The functional could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that coil protrusion occurred. A 10mm x 40cm interlock-35 was selected for use in an internal iliac artery embolization. During the procedure, the coil could not be deployed after being pushed out. The coil was retracted and deployed again. After several attempts, the coil was stuck in a single bend. The coil was removed together with the 5f catheter. Furthermore, when the coil was removed from the patient's body, it was noted that the front part of the coil protruded from the tip of the microcatheter. No complications were reported, and the patient was stable post procedure.